Manufacturer narrative:
Follow-up #1 date of submission 01/14/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a visual inspection of the pump showed that the battery cap was damaged. The removal slot at the top of the cap was observed to be worn. The cap contact dimensions measured within specifications.

Manufacturer narrative:
The cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was noted that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.